Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used an everflex entrust device with a 6f sheath and non-mdt .035 guidewire for treatment of a fistula (concentric with no calcium) in a venous axillary vessel. IFU followed and device prepped without issue. No embolic protection was used the device did not pass through a previously deployed stent. No resistance was encountered when advancing the device no excessive force was used. When the physician attempted to deploy the stent, it jumped forward and was reported to have landed midway through the lesion. The physician stated that wires were sticking out of the area on the entrust delivery handle when he removed the red safety pin. He did not notice these wires until after the stent had been deployed and looked at the delivery system. The physician opted not to place a second stent as there was no flow disruption. No patient injury was reported.